Manufacturer narrative:
(B)(4) . Date sent 7/22/2024 d4 batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10) an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid resection at the time of shooting in colorectal anastomosis the device stapled but did not cut. It was necessary to use another device which due to the occurrence was necessary the use of colostomy bag in the patient that will be removed at another time. There was a need to use a colostomy bag,

Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. Corrected data: d4 and h4. The lot#908a60 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.